Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was going off. The customer¿s blood glucose level was 180 mg/dl to 220 mg/dl and 229 mg/dl. The customer reported that couple of days ago insulin pump went off and the customer changed the reservoir, tubing, battery however, nothing worked to get blood glucose level down. The customer also reported that there were no alerts or alarms, air bubbles, site issues, bent cannula's and also settings were accurate however, the customer believed that the insulin pump was going off and on. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or display anomaly noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Pump passed the delivery accuracy test. Device had minor scratched lcd window and cracked reservoir tube lip.